Event description:
It was reported that the injector luer lock n35 experienced flow issues when used for infusion. Product defect was noted prior to use. The following information was provided by the initial reporter: customer mentioned that she has been using the phaseal system for more than a year now. She was on site at the time of the device failure and she can confirm that the attachment was faulty and would not activate after being pressed and turned. They have later used another compounded syringe with the same dose which was activated applying the same technique. She mentioned that her team feels confident using the phaseal systems and don¿t require any training at the moment. Lot. 1806107. Expiry. 30/11/2020.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot: 1806107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, and no issues were observed. Sample were then disassembled and connected to a sample connector. The injector was connected and disconnected five times without issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. The instructions for use must be carefully followed when using the phaseal devices to ensure the product functions as intended. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. CAPA 708467 was opened to investigate injector difficult to engage/disengage failure mode. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the injector luer lock n35 experienced flow issues when used for infusion. Product defect was noted prior to use. The following information was provided by the initial reporter: customer mentioned that she has been using the phaseal system for more than a year now. She was on site at the time of the device failure and she can confirm that the attachment was faulty and would not activate after being pressed and turned. They have later used another compounded syringe with the same dose which was activated applying the same technique. She mentioned that her team feels confident using the phaseal systems and don¿t require any training at the moment. Lot: 1806107, expiry: 30/11/2020.